Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The analysis of the returned device revealed that the handle was still in the pre-deployed position and there was no slack on the sutures. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that placement of the prostar xl sutures were attempted in a mildly calcified and mildly tortuous common femoral artery using the preclose technique prior to a trascatheter aortic valve implantation (tavi) procedure. Reportedly, all the needles would not deploy. A needle backdown was performed and the device was removed. The arteriotomy was 6fr and during the tavi procedure the sheath was upsized to a 8fr, 12fr and 18fr sheaths. A second prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The safety and effectiveness of the prostar device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. .